Event description:
A right heart catheterization was performed and using a snare the cardiomems sensor was moved sensor back to the lower branch of the pulmonary artery. The sensor was not recalibrated, and the outcome in sensor is working as expected. There were no reported adverse events to the patient.